Event description:
The patient came had pain and instability due to a loose stem and the cause is unknown. There was no indication towards trauma or a fall. At about 11 months post primary the surgeon revised the medacta d 36 mpact liner to a medacta d 40 mpact liner, and revised the medacta head and stem to a competitor head and stem. The surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: 1 year after primary cementless tha the stem is mobilized and needs revision. The one radiograph supplied shows a stem in a valgus position, which may have given a deceptive sensation of stability in spite of the undersizing. Yet, the radiograph may have a poor rotation of the treated leg, which could cause a wrong interpretation. No reason to suspect a faulty device. Batch review performed on 23 february 2026: lot 2405726: (B)(4) manufactured and released on 04-jul-2024. Expiration date: 2029-jun-17. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.